Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that diagnostics tests and adjustments were done but it was too soon to tell if the issues had resolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the system was ¿shocking the living crap out of¿ the patient. The shocking was up in their neck where the lead wires were. It was confirmed that the ins was implanted in their left buttock and the wires ran up their neck within the spinal cord. When this shocking occurred, the patient had to sit down or their legs were going to give out on them. It would vibrate them so bad that their arms and hands jumped around. The shocking sensations were temporary and then would go away. There were no reported falls or traumas. The shocking was not positional and randomly occurred at intermittent times. It was noted that the patient had been in the hospital occasionally to visit other people. It was confirmed that the patient had not been in the hospital for their own issues. It was noted that there were reported activities and electromagnetic interference (emi)that could be related to this shocking. These issues started about 8 months ago or more. It was confirmed to have started in 2016.